Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was foreign matter on device cannula and poor sleeve function. The following information was provided by the initial reporter: phase: during product use. After collecting blood from the patient, one found that there were three foreign bodies in the needle tube / one leaked blood during blood collection, and the needle connected to the end of the blood collection tube leaked out quantity: 2 in total. Impact: impact on patients and medical staff, with blood spilled on tabletops and patients' hands.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: device available for eval? Yes returned to manufacturer on: 04-aug-2023. Bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage was observed. The failure mode of foreign matter could not be observed as both photos show a used eclipse needle. The customer sample was evaluated by visual examination and the indicated failure modes for sleeve leakage and foreign matter with the incident lot were not observed. There were no signs of damage to the sleeve and since the sample was used, foreign matter could not be evaluated. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and another 10 retention samples by functional testing, drawing 10 vacutainer tubes each, and the issues of sleeve leakage and foreign matter were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. This complaint could not be confirmed for foreign matter. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was foreign matter on device cannula and poor sleeve function. The following information was provided by the initial reporter: phase: during product use. After collecting blood from the patient, one found that there were three foreign bodies in the needle tube / one leaked blood during blood collection, and the needle connected to the end of the blood collection tube leaked out quantity: 2 in total impact: impact on patients and medical staff, with blood spilled on tabletops and patients' hands.